Event description:
It was reported the pt had undergone another spinal surgery 2 months prior. The pt developed pain; it was determined the surgeon had accidently cut the intrathecal catheter (detected by x-ray observation). It had to be explanted and replaced. The pt recovered without sequela.